Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced vomiting while performing therapy with a homechoice pro device. The caregiver reported the solution and the heater bag ¿were too hot¿. It was reported the patient felt ill as soon as the solution started to fill and subsequently the patient experienced vomiting. It was reported the patient was hospitalized for the event and while hospitalized the patient was treated with unknown medication. It was reported the patient was ¿doing fine after hospitalization¿. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The cycler remote toolbox revealed all pneumatic pressures were correct and stable with no evidence of moisture or pest infestation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device passed temperature verification testing and was not verified in the log. Internal and external inspection was performed and no issues were noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition could not be determined. No device failure or malfunction was identified that could have caused of contributed to the reported events; therefore, the homechoice pro is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.